Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced inflammation at the pod site on (B)(6) 2025, while wearing the pod between 49 and 71 hours. On (B)(6) 2025, the patient sought medical attention at spital uster, brunnenstrasse 42, 8610 uster and was seen by dr. Mile vidovic and the diabetes team. The patient experienced swelling, warmth, redness, purulent discharge and pain at the affected area (5 cm in size). While at the hospital, the diabetologist and diabetes nurse inspected the site. Oral antibiotics (coamoxi) were prescribed. No incision was made due to depth of the reported inflammation. No impact on the patient's glucose level was reported. The visit lasted approximately one hour. The patient had removed the pod prior to seeking medical attention and implemented insulin injections as short term therapy. The pod will not be returned.